Manufacturer narrative:
The actual acoustic noise level that is produced by an MRI system depends on the type of mr, the configuration and the used scan protocols (examcard). Also the local situation may have influence on this level. A similar mr test configuration and the involved exam card were used to determine the actual acoustic noise level produced during the examination. In total 7 scans were conducted with sound pressure levels (spl) varying between 85 dba and 112 dba,. It was determined that the average spl level for the ingenia system involved was 107.4 db for the used exam card. The total scan time was 24 minutes. The patient was protected against acoustic noise by double hearing protection. The typical noise reductions characteristic of the philips¿ headset is 20 db in the 1 khz range. The noise reduction level of commonly used earplugs is 30 db (when correctly applied). For the double hearing protection applied in this case a conservative noise reduction of 25 dba is estimated. By applying this hearing protection of 25 db, the level at the patient's ear is 107.4 - 25 = 82.4 dba. According to iec60601-2-33, the acoustic safe limit is 99 dba for exposure time of 60 minutes. Conclusion the acoustic noise level at the patient¿s ears during the mr examination was within safe level with the hearing protection as provided. No permanent hearing loss as result of the mr examination performed is to be expected.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient who complained of a tinnitus after an mr examination on an ungenial 3t mr system. The patient was positioned feet first supine and was scanned for a prostate examination.